Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a post-auricular abscess and infection. Oral antibiotics (type not reported) were administered but they did not resolve the problem. The device was explanted on (B)(6) 2011. There are no plans to reimplant the patient with another device.